Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 1.2 constantly failed. The field service engineer replaced module controller board, drawer and reseated cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer1.2 pocket c1, c4, d3, d5 and e4 were failed and not detected on bus. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.